Event description:
This lead was explanted due to dislodgement, possibly caused by twiddlers syndrome. High impedance was also reported on this lead. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual inspection and an analysis of the provided fluoroscopic images. The analysis of the provided fluoroscopic images confirmed the twiddler syndrome. During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms and the provided fluoroscopic images, it is reasonable to assume that the twiddler syndrome contributed to this observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.